Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was suspected inflow/outflow obstruction as flows dipped to 0.5 liters per minute (lpm). The outcome was considered device or therapy related. No autopsy was performed. The pump was not explanted and would not be returned. It was later communicated that cause of death was due to withdrawal from care for a worsening posterior cerebral stroke found with computed tomography (CT) scans.

Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be submitted under MFR #: 2916596-2026-01423.